Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy during anastomosis while the surgeon was using the monopol ar curved shears (mcs), the mcs suddenly could not be tele-operated from the surgeon console. The sterile interface module (sim) was replaced and the nurse double clicked the instrument drive unit to re-establish the instrument's connection and this resolved the issue. There was no reported issue with the instrument as it worked after the sim was exchanged. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs showed that when a monopolar curved shears was connected to the sterile interface module (sim) that was attached to arm cart assembly 4, an error code for 'linked to read write sequence fail' was triggered. This error occurs when the system is not able to write the updated use count or use time on the instrument after the system recognizes the instrument. An instance of an error code for 'linked to arm docked, sim disconnected' was also triggered. This error code can indicate that the arm cart is docked but no sim is connected, which can indicate connectivity issues between the sim and instrument. Visual inspection of the sim noted it was returned dry with no corrosion noted on the electrical contacts. Damage was noted on pin 9. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy, during anastomosis while the surgeon was using the monopolar curved shears (mcs), the mcs suddenly could not be tele-operated from the surgeon console. The sterile interface module (sim) was replaced and the nurse double clicked the instrument drive unit to re-establish the instrument's connection and this resolved the issue. There was no reported issue with the instrument as it worked after the sim was exchanged. There was no patient injury.